Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue with the pump. On the day of the complaint, the reporter called from the health care provider¿s (hcp) office alleging that the patient¿s blood glucose reading was at 464 mg/dl with symptoms of dehydration and headache. It was reported that the patient was treated by the hcp with correction injection. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the patient experienced severe hyperglycemia requiring medical personnel intervention and the reported inaccurate delivery issue remained unresolved.